Manufacturer narrative:
Additional information provided. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, the suction process could not perform during corneal flap creation of the left eye. The physician stated there was harm to the patient because of extension of treatment time. The surgery was completed the same day and the patient is doing well postoperatively.